Event description:
I recently saw on cnn the report of an eye infection cause by renu and other generic contact solutions. It caught my attention because I experienced the same symptoms last summer. They began in june 2005. I did not go to the doctor until august, when the symptoms became extreme. My eyes were red, dry, extremely sensitive to light, very painful to the point I could not open them at work or to drive. I also had blurred vision. I was wearing acuview ii's and I always took my contacts out every night. At my visit in august, I was instructed to stop wearing my contacts and was also given a prescription to clear up any infection. My eye doctor never figured out exactly what was the matter with my eyes, though, and never stated the cause or type of infection. He told me that if my eyes felt better, that I could start wearing contacts again after a few weeks. After a few weeks, my eyes felt better, but not completely healed. When I began wearing my contacts again, my eyes became worse again. I began going back to the eye doctor on a weekly basis in november and continued weekly visits through january. In january I was told that my eyes were healed enough to wear daily contacts a few hours a week. Only for the past 2 weeks, have I been able to wear contacts everyday. I am now wearing acuview oasis 2 week contacts, and have not had any problems thus far. I am using opti-free solution. During this whole time period -june 2005 - april 2006- my vision changed many times. It has finally begun to be stable.